Event description:
It was reported that the right ventricular (rv) lead¿s defib coil impedance was high and triggered an alert. The lead remains in use. No patient complications have been reported as a result of this event.